Manufacturer narrative:
H11: as the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a dialysis catheter placement procedure using a glidepath hemodialysis catheter. Post the procedure on (B)(6) 2025, the catheter was found to be deformed, discolored and bulging. Reportedly, on(B)(6) 2025, the catheter was removed and replaced. There was no reported patient injury.